Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When the patient was asked the circumstances that led to the battery charger not lasting as long as it use to and not getting covered the way they would like, they responded with "no impact, no idea." No steps have been taken to resolve the battery charger not lasting as long as it use to and not getting covered the way they would like; they haven't seen their manufacture representative (rep) yet. The issue has not been resolved; the patient has yet to have anyone look at their implantable neurostimulator (ins). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient called about battery longevity and when her battery needs to be replaced. Reviewed. Patient reported her battery charge does not last as long as it used to. Patient also reported she is not getting the coverage the way she would like to. Patient was told to follow up with health care professional (hcp). No further patient symptoms or complications were reported in this event.